Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer's blood glucose was 117 mg/dl. Insulin pump received a watchdog timeout alarm. It was also reported that insulin pump had a constant tone, buttons were not responding and display screen was blank. It was reported that no delivery alarm was resolved with a complete set change. It was reported that display screen was still blank and insulin pump would need to be replaced.